Event description:
It was reported that the patient was hospitalized due to a life-threatening subdural hematoma in the subthalamic nucleus of their brain following a deep brain stimulation procedure. The patient is reportedly recovering and the event is resolving. The event is reported as not being related to the procedure, hardware, or stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7088194.

Event description:
It was reported that the patient was hospitalized due to a life-threatening subdural hematoma in the subthalamic nucleus of their brain following a deep brain stimulation procedure. The patient is reportedly recovering and the event is resolving. The event is reported as not being related to the procedure, hardware, or stimulation. Additional information was received that the reported event was a result of a none device or procedure-related fall.